Event description:
Additional information: it was reported the pump reached end of service and normal battery depletion. It was also reported the catheter was replaced with a new catheter due to an unknown catheter issue. An x-ray was performed (B)(6) 2012 intraoperative. The pump and catheter were replaced on (B)(6) 2012. The signs and symptoms associated with the event included loss of therapy, increased spasticity, and aggression. It was noted the patient recovered without sequelae.

Event description:
It was reported that the telemetry confirmed a critical alarm regarding zero ml reservoir volume being reached. It was stated that the alarm was not heard. The patient was starting to go through withdrawals, and physician prescribed oral baclofen. The pump was being refilled on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the health care provider indicated that the patient experienced withdrawal type symptoms before the low reservoir alarm sounds. The actual residual volume (arv) was 1ml and the expected residual volume (erv) was 2ml; the arv was close the erv at refills. The patient experienced increased tone, spasticity and tightness towards the end of the refill cycle. The patient had moments of tightness throughout the refill cycle. The hcp programmed a 10% dose increase. The health care provider reported that the pump was not implanted very deep and that after the implant the incision site had trouble closing and would not heal. Device troubleshooting was being considered. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).